Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. System checks were performed and the pump performed as intended. Reportedly, the customer alleged the occlusions were caused by using off label insulin within the pump supplies. Additionally, it was reported the pump time and date were incorrect; cause was not known. Subsequently, it was reported that the pump shutdown. The pump successfully turned on after shutting down. Customer's blood glucose level was 136 mg/dl. Reportedly, the customer continued to use the pump for insulin deliveries.